Event description:
Equipment began to display an alarm. Equipment alarm "flat detector overheating, finish case, call service". Cath lab team leader notified who immediately contacted equipment manufacturer phillips. Team leader was trouble-shooting alarm with phillips technical support to determine basis for alarm - coolant low - no, gauge readings indicated that the temperature level was climbing on the flat detector. Based on this finding, the team leader was advised by technical support that the flat detector coolant pump was out and in need of replacement. Technical support advised that the part would be ordered and available the next day at noon. At no time did technical support advise the team leader that the system would become inoperable. Based on cath lab experience with the previous ge system, it would consistently overheat - which would delay the case - but the system remained operable so staff were not concerned that the system would shut down. Interventional case started by the physician. Engaged right coronary artery with the guiding catheter - once guide wire inserted, patient experiencing chest pain, agitation, diaphoresis, and mildly combative. Patient treated with medication. Balloon inserted in proximal right coronary and inflated for 30 seconds. System failed again and completely shut down. Removal of balloon, guidewire, and sheath sewn in place. Patient still agitated and combative requiring 4-5 staff to hold patient on stretcher. Patient taken to ICU.